Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to it. There was no adverse impact on the customer's blood glucose level. Cts provided information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears. The caller acknowledged and understood these instructions.